Event description:
Patient was status post exploratory laparatomy for abdominal hemorrhage. Respiratory therapist called to room for bipap alarm and decrease in patient o2 saturation, bipap machine read "inoperative ventilator". Patient's o2 sats were in the low 40's. He was removed from the bipap and was bagged with 100% fio2 via ambu bag; saturations improved. Rt (respiratory therapy) continued to bag patient until new bipap machine was set up by assigned rt. Patient resumed previous bipap settings; o2 sats stable at 97% with decreased work of breathing.